Event description:
User facility reported: sparks were seen on the on/off switch on the dextroscope mk10, and the user experienced a mild electric shock when the system was switched on.

Manufacturer narrative:
The engineer evaluated the system at the hospital. He observed arcing inside the switch and felt a sensation of small electrical current on his finger when he switched it on. He found no loose contacts in the wiring connection of the switch. The engineer then replaced the faulty switch with a new switch. After replacement of the switch, the system was verified through the service verification procedures for functionality and the switch turned on without the arcing problem. The faulty switch was returned to volume interactions for evaluation. During the evaluation, sparks were observed but there was no sensation of small electrical current. Based on the results of this evaluation, the cause of this event is assumed to be arching and appears to be an isolated case based on sample testing in non-released inventory.